Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed lesion in the right coronary artery (rca). A 2.75x38mm xience skypoint drug eluting stent (des) was advanced with resistance from something unknown. The des could not reach the target lesion and upon removal from the anatomy, difficulty was met and the shaft was bent up. It is unknown what may have caused the damage to the shaft or how it became damaged. There was no adverse patient effect and no clinically significant delay in the procedure. Two non-abbott stents were then used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material twisted / bent was confirmed. The reported failure to advance and difficult to remove could not be tested as they were based on the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.